Manufacturer narrative:
The complaint kit and photographs were provided by the customer for evaluation. The smart card was not returned. Review of the photographs verify the drive tube leak as blood residue is seen at the end of the drive tube overmold, where the tri-connector and tubing are bonded together. Examination of the returned kit found the similar dried blood as seen in the photographs near the lower drive tube and tri-connector. The drive tube was pressure tested to check for leaks and no leaks were observed during testing of the returned kit. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint. A material trace of the drive tube and centrifuge bowl used to manufacture lot l130 did not find any non-conformances. A device history record review found one non-conformance. The non-conformance was associated with kit lot l130 which involved a leak identified at the drive tube and tri-connector joint during lot release testing. It cannot be determined if this non-conformance is related to the complaint as the cause of the leak could not be identified based on the available information. Additional testing was performed on 50 kits from lot l130 and no leaks were identified during integrity testing. This kit lot had passed all lot release testing. The root cause for the reported drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the bottom of the drive tube after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l130 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot l130 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 09-aug-2023.